Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg values were described as "high" but specific values were not provided. The cause was unknown. Reportedly, the customer administrated a manual injection to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.